Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.5, lab: 2.5. Patient's target therapeutic range is 2.1-2.6. The meter result was done the same day and within a few hours of the lab result.

Manufacturer narrative:
Patient is on antibiotics. Patient medication may interfere with coagulation test and may lead to inaccurate inr results or testing errors. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.5 inr, reference: 2.5 inr, mean: 3.00, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Patient was taking antibiotics and has thyroid disorder. Patient's antibiotic use and medical condition as a cause of the unexpected results cannot be ruled out. (B)(4). From (B)(6) 2010 to (B)(6) 2011, there have been 13 therapeutic and 4 normal donor sample tests performed. Test records indicated all strip test results met product performance when compared to the results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.